Event description:
Customer states the meter causes led on base units to flash when docked. 1st, 2nd, and 11th contacts are black; 11th contact is slightly raised. No adverse event reported. A request was made for the return of the devide and a replacement was sent.